Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient  said they had called a few other times over the 5 years they had the device. The pain in her hip going all the way down to her leg  is still very sore. This is over 5 years later, and it has gotten so bad now they can't roll over in bed because it is like it has frozen this one muscle. The doctor keeps telling her to contact medtronic. The issue started from the very beginning. They told her they just needed to get used to it and that sometimes it would hurt for years. Probably about 2-3 years in, they called back again when they went for the battery check, and the representative did something with the external device to change the setting, and it made it a little better. But it's gotten worse again, and they haven't turned it up. It is like it is pinching a nerve or something. The unit itself, where it sits in her back or butt cheek, is sore. If they sit up against a chair and it touches the back of a chair, they are in pain and it's sore. The other night they turned it completely down as far as it would go, and it did make it somewhat better, but it is still sore. It almost feels like an infection or something where it is sitting on the unit itself. It hurts all the way down the leg. They are afraid there is an infection going on or something wrong with it for it to still be sore like this and affect the muscle going down her leg like it does. They walk funny because of the leg hurting as bad as it does. Walked the caller through checking her settings, and her stimulation was off. Patient confirmed the implant site was not red, hot, or inflamed. The patient was redirected to their healthcare provider to further address the issue. Sent email to rep to contact patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient did not have an infection. They indicated that the issue was not yet resolved. They reported that the patient did have nerve damage, but it was not related to the device or therapy. The device was removed on (B)(6) 2025.